Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to cow catcher and all connector pins, unable to perform functional testing or verify communication anomaly due to physical damage. In summary, the customer complaint of loss communication could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between pump and transmitter with no sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and communication was resolved after deleting transmitter serial number from pump and re-pairing but transmitter did not communicate after running tester procedure twice. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-7841zn will be returned for analysis.